Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 95% stenosis located in the distal left anterior descending (lad) artery. The device was not inspected. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the device returned with the sheath and stylette loaded. Sheath and stylette were removed with no issues. The stent was positioned on the balloon between the marker bands as per specifications. No stent deformation was evident. A kink was evident on the transition tube approx. 10cm proximal to the guidewire entry port. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.